Event description:
Discrepant (-) urine vs. Hpt. Contact person claims discrepant neg (-) urine result. Urine collected was not first morning void. Performed 2 other home pregnancy tests and obtained (+) results from urine. Contact has no information on the sample other than the patient is pregnant. She has no information what so ever, not sure if external controls were run and no patient urine was retained.

Manufacturer narrative:
Retention device testing pending.